Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability. The femoral component was reported loose and revised along with the cr insert to a ts femur with augments, stem and insert. There are no allegations against the revised insert. Rep is providing a patient packet and reported that no additional information would be released by the hospital or surgeon.